Manufacturer narrative:
As reported by the medwatch program, the patient had a cypher drug eluting stent and multiple non-cordis stents implanted. The patient was reported to have expired an unknown time after the procedure.  The device was not returned for evaluation. The abovementioned product¿s catalog and lot numbers are not currently available. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the instructions for use (IFU) as such. All products undergo a 100% inspection prior to release for marketing. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the medwatch program, the patient had a cypher drug eluting stent and multiple non-cordis stents implanted. The patient was reported to have expired an unknown time after the procedure.